Manufacturer narrative:
The article 'plate augmentation in anterior cervical discectomy and fusion with cage for degenerative cervical spinal disorders' in the european spine journal, volume 19 (1677-1683) 2010, was reviewed. It was stated in the article that one patient experienced persistent radiographic evidence of pseudoarthrosis. The patient was revised due to cage subsidence and loosening of hardware, which may have been due to poor post-operative compliance. Visual, functional, dimensional, and material analysis inspections could not be performed as the device(s) were not available. Device and complaint history records could not be reviewed for this lot, as a valid lot or catalog number was not provided. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.

Event description:
This record captures a review of literature article 'plate augmentation in anterior cervical discectomy and fusion with cage for degenerative cervical spinal disorders' from the european spine journal. The purpose of the study was to present the author's results with acdf with cage and plate augmentation (acdf-cpa) and to compare these results to previous reports of outcomes following acdf-c. Eighty-three patients were included in this study all of whom received surgery for degenerative cervical spine diseases from (B)(6) 2002 to (B)(6) 2006 with a minimum of a 2-year follow-up. The patients were implanted with solis cages. It was reported that one patient experienced loosening of their hardware and required revision surgery.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of literature article 'plate augmentation in anterior cervical discectomy and fusion with cage for degenerative cervical spinal disorders' from the european spine journal. The purpose of the study was to present the author's results with acdf with cage and plate augmentation (acdf-cpa) and to compare these results to previous reports of outcomes following acdf-c. Eighty-three patients were included in this study all of whom received surgery for degenerative cervical spine diseases from march 2002 to may 2006 with a minimum of a 2-year follow-up. The patients were implanted with solis cages. It was reported that one patient experienced loosening of their hardware and required revision surgery.